Event description:
It was reported that due to high defibrillation thresholds (dft) the coil to implantable cardioverter defibrillator (ICD) configuration was unsuccessful in dft rescue. It was further reported that additional high voltage leads will not be placed. Reprogramming was completed with activation of atrial anti-tachycardia pacing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-35 implantable pacing lead, implanted: (B)(6) 2011; 4968-25 implantable pacing lead, implanted: (B)(6) 2011; 496 8-35 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).